Event description:
Baxter reported, "leakage in the green area." The picture that was sent with the report is pointing to the area between the mainbody and minicap (where the small area of the base of the female adapter can be seen.) The date of how long the set was in place is unk. There was no pt injury or medical intervention associated with this incident according to baxter.